Event description:
The morning of 4/22/98 the hosp discovered that the oxygen supply tank, which supplies the inline or piped o2 to the ER, labor & delivery, and or was a supply tank of nitrogen instead of oxygen (o2). This supply tank is delivered, maintained, serviced, and installed by an outside vendor. Unbeknown to the hosp, on april 17, 1998, this vendor had delivered and installed a nitrogen tank instead of the proper gas, oxygen. The hosp reveiwed all records of pts seen in the above hosp units from 4/17/98 to the morning of 4/22/98: a pt seen in the ER on 4/21/98 was hypoxic, required intubation, high levels of oxygen, but in actuality and unbeknown to the hospital was delivered nitrogen due to the above vendor error.